Event description:
During in-house testing by the MFR, the device failed to alarm load syringe plunger due to the plunger retainer ii being damaged and not closing properly. The device was retuned with a report of the clutch being sprung.